Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event failed pre-use check was incorrect, the correct event was that the ventilator did not deliver correct volume. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were reviewed. The event log confirmed alarms for low expiratory minute volume. According to the test log, successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause of the alarms for low expiratory minute volume has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).